Event description:
It was reported the patient with aortic stenosis received an sjm valve (exact date unknown). During a recent echo, the surgeon noticed one leaflet was stuck in the open position and the decision was made to remove the valve. The patient underwent redo valve replacement surgery and the mechanical valve was removed. During explant, one of the leaflets became dislodged from the orifice. The leaflet was recovered; however, a small piece of the leaflet was missing. The patient was reported to be doing well and in the intensive care unit. Additional information has been requested.